Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: gastrectomy. According to the reporter: idrive instrument stopped midstream while firing over antrum of stomach. It was the very first firing. Surgeon waited several seconds to see if it would compress more. Surgeon had to hit silver button to retract knife blade from partially fired reload. Surgeon then had to cut out the rest of the strip and remove unformed staples that were past the cut line. Surgeon then used peristrip with another black 60 reload and finished incomplete firing. There was no unanticipated tissue loss, and no unanticipated extension of incision more than 1 inch. There was no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.